Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their stim ulation is not on and they don't feel anything which started today. Patient synchronized during the call and turned stimulation on but still don't feel anything. They are on group a at 4.1v and raised to 5.8v and now feels stimulation and will try this setting. The troubleshooting steps that were taken on the call resolved the issue.